Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump as the customer had difficulty getting the cord to insert properly into the usb port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.